Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain. It was reported the patient was having a magnetic resonance imaging procedure (MRI) on (B)(6) 2019 to look for an intrathecal granuloma. It was reported the patient had experienced a gradual change in therapy/symptoms. The patient had experienced pain on their back. The patient stated they had red spot on their back that was very painful. The patient thought their doctor turned the pump down to minimum rate or may have turned off the pump. The patient stated since then the pain and redness have almost gone away. The patient reported it was still sore if they pressed on the spot. The issue began about 4-5 weeks earlier, relative to (B)(6) 2019. The patient also reported they knew something was wrong with the pump because they had a horrible itching deep down inside of them which also began about 4-5 weeks earlier.the patient also stated they have experienced a loss of sensation in the cheek and legs which began about 6-7 weeks earlier. The patient has never experienced this before. The patient stated they have not had any falls or trauma. The patient stated they thought their doctor was scheduling them to have a catheter revision but then they got the call from the MRI facility that the doctor ordered an MRI to look for the intrathecal granuloma. The doctor did a catheter dye study the week before, however, the patient did not know the results. No further complications were reported or anticipated.